Event description:
Boston scientific received information that this implantable lead displayed loss of capture one day post implant. An x-ray was performed where it was noted the lead had dislodged. The patient suffers from dementia and the physician believed that the lead was pulled out when the patient left their bed. The patient underwent a lead revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.